Event description:
It was reported that during introduction of the maverick2 monorail ptca catheter into the vessel, the proximal shaft of the catheter kinked. The 99% stenotic lesion was located in the calcified mid-left anterior descending (lad) coronary artery. The physician attempted to cross the ivus catheter to the lesion, but was unsuccessful. Thus, the maverick2 monorail catheter was used. The device was intended to be used to dilate the lesion, but was removed when the physician noted that the shaft was kinked. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good." Returned product analysis confirmed that a shaft break had occurred as a result of the proximal shaft kink; therefore, the event is now reportable.

Manufacturer narrative:
Device analysis confirmed that a shaft break occurred. The break was located approximately 16.1cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe shaft kink. Both sections of the break were kinked at various locations along their lengths. The break and the kinks that were present along the device are consistent with excessive force applied to the device through some form of restriction. The complaint does state that the ivus catheter could not cross the lesion. Some procedural factors that could have contributed to the complaint incident include the fact that the lesion was 99% stenotic with calcification. The exact root cause of the various shaft kinks and the subsequent shaft break are unknown.